Event description:
It has been reported to philips that the cardioagent screen did not appear on the flexvision monitor. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the issue occurred. The procedure was completed as by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the cardio agent screen does not appear on the flexvision. Upon functional test fse found that image was not displayed due to the unit that converts dvi to lan. The fse replaced the unit that converts dvi to lan to extend. After replaced the unit that converts dvi to lan to extend the dvi signal and confirmed that cardio agent images are properly displayed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.